Event description:
My dexcom g7 sensors with the production date of 02/01/2025, were not produced properly: the needle was reversed, and so it could not obtain blood samples to read glucose values. All of my sensors with that production date were unusable. To date, I have had 7 of these. Issue: I am in croatia through october and needed to bring 19 sensors for a 90 day stay. I brought 3 extra. Unfortunately, due to the failed products, I only have one sensor remaining, making this an emergency situation. Pt: 4582. Device: 2984. Reference reports: mw5175863, mw5175864, mw5175865, mw517586, mw5175867, mw5175868.